Event description:
It was reported that the user experienced hyperglycemia due to insulin delivery interruption associated with leaking cartridges in the ilet, with wetness observed in and around the cartridge, resulting in blood glucose readings above 400 for approximately 12 hours; the user disconnected from the ilet and administered subcutaneous insulin via pen as backup therapy, and replacement supplies were arranged. Symptoms included hyperglycemia without reported acute complications. Outcomes included temporary interruption of automated insulin therapy and need for user-administered corrective treatment. Investigation included review of the reported leaking cartridge and connector lots and provision of replacement supplies, along with user guidance to use a different supply box. Investigation of this case revealed evidence consistent with a fluid leak at the cartridge interface leading to inadequate insulin delivery. It was concluded that the event involved a device component issue with the cartridge and/or connector resulting in loss of delivery and subsequent hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.